Event description:
The customer reported had been hospitalized for high blood sugar levels. It was indicated that the customer's md believes the cause of hospitalization was due to the pump. The pump programming and histories are accurate. The customer stated that the leadscrew did not rotate completely. Therefore, the customer was instructed to revert to manual injections per md protocol.